Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kinks near the pusher assembly mid-joint. The smart coil was unable to be advanced from its returned position due to the pusher assembly kink. Further evaluation of the device revealed additional kinks throughout the length of the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coils). During the procedure, the physician implanted twenty-six smart coils in the target location. Subsequently, the next smart coil was stuck in the introducer sheath with resistance and was removed. The procedure was completed using four new smart coils. There was no report of an adverse effect to the patient.